Manufacturer narrative:
Device has not returned for investigation.

Event description:
It was reported that the patient was experiencing neck pain. First observation of event was (B)(6) 2023. Additional information states patient symptoms were suspect to late onset infection in c4/5. Arm pain, spondylitis cervical vertebrae 4/5, late infection, cystic changes. Patient had a revision surgery from c4/5.

Manufacturer narrative:
It was reported that a patient was experiencing neck pain (suspect to late onset infection in c4/5). Radiographic images were provided for review. The CT image of the cervical spine shows disc replacements at c3/4 and c4/5. At both levels, the disc replacement appears to have lost height. Cystic bone erosions are present at both levels. C4/5 level has large lesions anteriorly and posteriorly, with sclerotic borders. Images are consistent with an infection. The c5 vertebral body also has a central cystic lesion. Microbiology/pathology reports were not provided, however it was reported that histology showed no infection, but wear debris present in surrounding tissue. The device was not returned and therefore examination of the explant could not be completed. While it was confirmed that the device had lost height, without examination of the device, it is not possible to determine the cause of the reported failure for this product experience. Rmf 0003 rev 38 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 38 line 12.75 - device explanted

Event description:
It was reported that the patient was experiencing neck pain. First observation of event was october 30th, 2023. Additional information states patient symptoms were suspect to late onset infection in c4/5. Arm pain, spondylitis cervical vertebrae 4/5, late infection, cystic changes. Patient had a revision surgery from c4/5. Additional information received states that a late onset infection was suspected, however, no germ was microbiologically detected nor any pus. Wear debris might be the cause as well.the complete implant has been removed in one level. As often there was no core anymore, only parts of it and the upper and lower titanium endplate were removed. It is not returned to us. C 3/4 was correct and hadn't been touched during revision.